Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The following repair and service diagnostic codes were identified based on service request: cracked/peeling insulation at tip of shaft. Replaced handle. This does confirm the alleged failure mode of insulation damage. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life.

Event description:
It was reported that the insulation had been compromised.